Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files; however, it was not reproduced during testing. The log file captured backup battery fault alarms due to the backup battery not passing its load test on (B)(6) 2025. Intermittent backup battery fault alarms remained active throughout the rest of the file on (B)(6) 2025. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was returned for analysis and passed all functioning testing. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. Provided information stated the patient presented with backup battery faults not cleared by self-test at home on batteries. The system controller was exchanged. The alarms resolved after the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with backup battery (bb) faults not cleared by self-test at home on batteries. Of note, a bb was exchanged in september, and a system controller was exchanged on (B)(6) 2024 for same issue (MFR #2916596-2025-00009). It was stated that the patient does not shower. The event log file captured bb faults starting 03dec2025 at 2350 and continued intermittently for the remainder of the log. It was further stated that the controller exchange resolved the alarms.